Manufacturer narrative:
The insulin pump failed to vibrate during the self test due to a broken black wire on the vibrator motor connector. The pump had a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that the insulin pump's vibrate function has stopped working. Caller stated that the tones still work and that he noticed the damage on (B)(6) 2016. Caller was assisted in performing a self test and she stated that no vibration occurred. The caller was advised to have the customer discontinue use of the pump and to revert to a back-up plan. Caller was also advised that the insulin pump will need to be replaced.